Event description:
It was reported that the insertable cardiac monitor (icm) came partly out of the incision site. The device was then removed with no new replacement device. No adverse patient effects were reported.